Event description:
Arthrocare was notified of a surgical intervention to a rotator cuff repair. Date of pt's initial surgery is unk. At a post surgical review, the pt was complaining of pain. Upon manipulation of the shoulder, the magnum implant popped out. The surgeon performed a second surgery to replace the magnum implants.